Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl (B)(4).